Event description:
Device 1 of 7: reference MFR report: 1627487-2012-10453, reference MFR report: 1627487-2012-10454, reference MFR report: 1627487-2012-10455, reference MFR report: 1627487-2012-10456, reference MFR report: 1627487-2012-10457; reference MFR report: 1627487-2012-10458: it was reported the pt has experienced anxiety/panic attacks and night terrors since 3 days post implant. The pt stated she turned off stimulation and began seeing a counselor which improved her symptoms. Approximately three weeks later, the pt turned stimulation back on and the symptoms worsened. The pt no longer uses her scs system and has requested to have it removed. Surgical intervention will be taken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.